Manufacturer narrative:
It was reported that the ventilator had an issue with display waveform. The ventilator was investigated by our field service engineer on site and the ventilator was functioning as it should and passed all pre-use checks and functional tests. Based on the customer's description of the waveform issue, it appeared to be a clinical issue. Further information was provided stating that the issue was due to the chosen ventilator mode settings. The unit was cleared for clinical use. No log files have been provided and no parts have been replaced and returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had an issue with display waveform. There was no patient harm. Manufacturer's ref. #: (B)(4).